Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) replaced common computer controller (ccc) to resolve the issue. The system was tested and verified for use. Isi did receive the part and perfomed failure analysis. Visual inspection found no issue to be related to the event. Unit was installed onto a known good in-house system and system could not power on completely. The tower's power button kept flashing blue. Unit was tested on the bench programming station and was determined to be bricked. The complaint was confirmed based on the field evaluation. The probabale root cause of the issue is due to bricked ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the system keeps wanting to do a restart and won't power up all the way. Prior to calling in csr had hard power cycled all system components and still having the same issue. Tse had him disconnect the blue fiber cables from the tower and power on all components in stand alone mode. The robot and consoles all powered on normal. But the tower keeps flashing blue power button and says insufflator is disabled. The procedure was completing as planned with no reported injury.